Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a pentaray nav high-density mapping catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Pericardial effusion (pe) of unknown origin occurred. When pe was recognized, from biosense webster (bwi), only pentaray and vizigo were inside the patient. The surgery was delayed 45 minutes due to the reported event. Action taken when event occurred was a pericardial puncture to drain blood. The procedure was successfully completed. No fragments were generated. Bwi ablation catheter was inserted only after the pe was discovered and resolved. The thermocool smarttouch catheter (stsf / d134805) is not available for return. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was due to the procedure. Prolonged la time due to a carto hardware issue. The reason for tamponade is unknown. The patient outcome of the adverse event is improved. The patient required extended hospitalization for monitoring because of the event. A stockert smartablate (g4c-4599) generator was used. A transseptal puncture was performed with a boston scientific device. Prior to noting the cardiac tamponade, ablation was not performed. There was no evidence of steam pop. The event occurred during the mapping phase. An irrigated catheter was used in the event, the flow setting was 8ml/min up to 30w, 15 above 30w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Dashboard and vector force visualization features were used. The visitag module was used, parameters for stability used were 3;3;25;3 3mm tags. No additional filter was used with the visitag. Ablation index color option was used prospectively. Follow up is being conducted regarding the reported carto hardware issue.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).